Manufacturer narrative:
Date of event was updated based on the information obtained during device evaluation. The reported complaint of "the platform powered down numerous times without any warnings" was not confirmed during functional testing and based on the archive data review. No device malfunction was identified, and the autopulse platform functioned as intended. Visual inspection of the returned platform revealed damage to the front cover and top cover at the lower corner on the patient right-hand side of the platform. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of harsh impact. A review of the autopulse platform archive was performed, and it showed user advisory (ua)17 (max motor on time exceeded during active operation) error message occurred on the reported complaint date. In addition, the archive data revealed that on the reported complaint date, the autopulse li-ion battery (sn: (B)(4)) with 1471 mah remaining capacity was used. The autopulse platform powered on and 11 sessions were recorded for a total of 2109 compressions, and then the platform stopped compressions due to ua01 (low battery warning) error message followed by the platform shut off. The battery remaining capacity had dropped down to 498 mah when ua01 occurred. Shortly after, ua29 (loss of brake connectivity) error message occurred. The brake monitoring circuit detected a loss of connectivity on the brake driving circuit. A new battery was inserted into the autopulse platform, and the system was restarted. However, the platform stopped compressions twice due to the occurrence of ua28 (loss of clutch connectivity). The brake and clutch monitoring circuit detected a loss of connectivity on the brake driving circuit. User advisory is the clearable error message and is designed into the platform to alert the operator that the autopulse has detected one of several conditions. User advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Ua01 indicates that battery needs to be charged because less than 5 minutes of battery voltage is left. The recommended action to take for this type of user advisory is to replace the battery and press restart to clear the ua. Ua29 indicates loss of brake connectivity. The recommended action to take for this type of user advisory is to press restart to clear the ua. Ua28 indicates loss of clutch connectivity. The recommended action to take for this type of user advisory is to press restart to clear the ua. The autopulse platform passed the initial functional test without any fault or error, and therefore, the reported complaint was not confirmed. Multiple run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged were performed, and the reported complaint could not be replicated. Nevertheless, the power distribution board was replaced as a precautionary measure. Following service, including replacement of front and top covers as well as the power distribution board, the autopulse platform passed all testing criteria.

Manufacturer narrative:
Zoll has received the autopulse platform on 11/18/2019 for investigation; however, device investigation is still pending. A supplemental report will be filed when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, when the autopulse platform (sn: (B)(4)) was used to treat a cardiac arrest patient, the power down interruptions of the autopulse platform occurred numerous times after the compressions were continued for 10 to 15 minutes. The issue was not fixed by changing the battery. Manual CPR was performed on the patient during these interruptions. Return of spontaneous circulation (rosc) was not achieved, and the patient was delivered to hospital without a pulse. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(4)) was used to treat a cardiac arrest patient. The patient was placed on the autopulse platform and was transported on a soft carry stretcher case that was placed on a cot. The compressions continued for 10 to 15 minutes, and then, the platform powered down without any warnings. The autopulse battery was removed and was re-inserted into the platform. It was observed that the battery still had significant charge in it. The same battery powered the platform and compressions continued for an unknown period of time, and then, the platform powered down again without a low battery warning. The power down interruptions occurred numerous times. Manual CPR was performed for approximately 15 minutes while on the scene and during each powering down episode of the platform. Meanwhile, the battery was also replaced with a backup battery; however, the issue was not resolved. Return of spontaneous circulation (rosc) was not achieved, and the patient was delivered to hospital without a pulse. As per customer, the autopulse platform system interruptions did not contribute to the patient's death.